Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the hemostasis valve break. It was reported that during preparation of a steerable guide catheter (sgc) it was noted that hemostasis valve would not open or close. It was suspected the valve was broken. The user opened and closed the valve so much that it could no longer work properly; therefore, the sgc was discarded. The procedure was successfully completed with a new sgc. There were no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported break. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that during preparation of the steerable guide catheter (sgc) it was noted that the dilator tuohy would not open or close. It was suspected the touhy was broken.